Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va131db, implanted: (B)(6) 2016, product type: lead.

Event description:
The representative reported impedances results of: 0-3; 1-3; 2-3 >4000 ohms. The representative was in operation room (or) doing a stage 1 and stage 2 implant. Contact 3 has high impedances. C-3 was 3281 ohms. Patient was getting motor response. Rep stated patient may have scar tissue. The health care provider will close up and see if issue resolves. Additional information reported 2 days later indicated unknown if the high impedance resolved. The technical support rep stated it would likely clear on its own since there was a completely open circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.